Event description:
The customer reported to olympus, the evis light elite video system center had streaks in the image when connected to the endoscope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of lines within the image was confirmed. The device evaluation found the device printed circuit board was broken resulting in no image upon connection with the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Full name would not fit in space provided: e1: address establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿no image¿, was caused by the faulty patient board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.